Event description:
It was reported by service report that the retaining post was loose and the fowler gas cylinder was spongy and unable to support pt weight. No pt involvement or adverse consequences are reported.